Manufacturer narrative:
This crt-d was explanted, but will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated leads were explanted due to infection. There were no allegations against this device and associated leads, and there were no adverse patient effects reported.